Event description:
Customer reported the dpm 6/7 co2 module displayed an initialization error. No pt injury reported.

Manufacturer narrative:
Company rep replaced co2 module. Calibrated module to factory specifications.